Manufacturer narrative:
Upon receipt at our post market quality assurance, this dynamic xt electrode catheter was visually inspected, and no visual damage was observed. Functional testing revealed that the catheter functional mechanism worked properly; no abnormal resistance was felt when the device was actuated. Media inspection on the photo provided was unable to confirm the reported events of difficult to withdraw and difficult to advance. With all available information, the complaint could not be confirmed as the reported events were not able to be reproduced, and the device presented with no issues.

Event description:
It was reported that the catheter was difficult to withdraw and difficult to advance. During a procedure to treat a supraventicular tachycardia at sinus coronarius, a dynamic xt catheter was selected for use. It was observed that the catheter went entrapped in a side branch to sinus coronarius. It could not be withdrawn or pushed forward. The catheter had to be rotated counterclockwise to be removed. There was a noticeable damage at the tip between the distal tip electrode and pole 2, it looks like the diameter is slightly larger, it wasn't sure if that defect was created after the catheter got stuck and they tried to rotate it out. If this defect was there from the beginning, no one knows. The physician didn't have trouble inserting the device. It was 5 or 6 f of the sizes and types of sheaths. Catheter was replaced and the issue was resolved. The procedure was completed with a non-bsc product. There were no patient complications. The device is expected to be return for analysis.

Event description:
It was reported that the catheter was difficult to withdraw and difficult to advance. During a procedure to treat a supraventricular tachycardia at sinus coronarius, a dynamic xt catheter was selected for use. It was observed that the catheter went entrapped in a side branch to sinus coronarius. It could not be withdrawn or pushed forward. The catheter had to be rotated counterclockwise to be removed. There was a noticeable damage at the tip between the distal tip electrode and pole 2, it looks like the diameter is slightly larger, it wasn't sure if that defect was created after the catheter got stuck and they tried to rotate it out. If this defect was there from the beginning, no one knows. The physician didn't have trouble inserting the device. It was 5 or 6 f of the sizes and types of sheaths. Catheter was replaced and the issue was resolved. The procedure was completed with a non-bsc product. There were no patient complications. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.